Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. Stoma site infection is a known complication of a peg tube placement. A return sample evaluation was not performed because tubing remains implanted. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, it was reported the patient was hospitalized on (B)(6) 2015 with an abscess and infection at the tube insertion site. The peg-j procedure was performed on (B)(6) 2015. On (B)(6) 2015, it was reported that the patient was given IV antibiotics for four weeks. On (B)(6) 2015, it was reported that the patient received minocycline to treat the stoma infection originally reported.